Event description:
A cracked touchscreen on a pump was reported, and it was noted that the pump required more frequent charging. There was no adverse impact to the customer's blood glucose level. The customer, who was out of warranty and in the process of obtaining a new device, declined further follow-up from technical support, and the case was subsequently closed.